Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('d perforation (uterus)') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension, diabetes and lupus erythematosus. Concomitant products included metformin for diabetes, enalapril and propranolol for hypertension as well as insulin and medroxyprogesterone acetate (depo provera). In 2006, the patient had essure (ess205) inserted. In 2008, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal type: urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss specify which one: weight fluctuation"). In 2010, the patient experienced abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes") and depression ("psychological or psychiatric problems condition: depression"). In 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, vaginal haemorrhage, hot flush, menorrhagia, urinary tract infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and weight fluctuation outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 285 lbs. Date(s) of insertion: (B)(6) 2009 discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in 2007: other (please describe) describe) d perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : weight gain / loss specify which one: weight fluctuation were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('d perforation (uterus)') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension, diabetes and lupus erythematosus. Concomitant products included metformin for diabetes, enalapril and propranolol for hypertension as well as insulin and medroxyprogesterone acetate (depo provera). In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal type: urinary tract"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2010, the patient experienced abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes") and depression ("psychological or psychiatric problems condition: depression"). In 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, vaginal haemorrhage, hot flush, menorrhagia, urinary tract infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in 2007: other (please describe) describe) d perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received ¿ case become valid and incident. New event uterine perforation, genital hemorrhage, abdominal pain, vaginal hemorrhage, hot flush, menorrhagia, urinary tract infection, female sexual dysfunction, depression , bladder disorder, urinary tract disorder, migraine , headache , nausea , dysmenorrhea , dyspareunia , vaginal discharge, fatigue and weight decreased were added. Patient information date of birth, height were added. Product information indication were added. New reporter and consumer address were added. Medical history, concomitant medication and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.